Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The pump showed 185 units of insulin but the reservoir had only 20 units. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. During care link download, device encountered problem obtaining data as seen by the attached screenshot, problem isolated to electrical board.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08570 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. During carelink download, device encountered problem obtaining data as seen by the attached screenshot, problem isolated to electrical board.